Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced three infusion set cannula kinked event on (B)(6) 2025. The event occurred within three hours of insertion. The insertion site was abdomen. The blood glucose level was 481 mg/dl at the time of event. And the patient was treated with correction bolus via pump. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 3. H11: since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag the trips and alerts according to the omqr procedure.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4) - MDR 3003442380-2025-03845. The initial MDR with manufacturing report number ((B)(4)), was submitted on 18-march-2025. Upon receiving additional information, it was discovered that lot number has been changed on 02-april-2025. Additional information - this MDR is being submitted to include the below: d2: common device name d4: mode number, serial number, lot number, expiration date and primary unique device identifier (UDI) number d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H4: manufacturing date h6: investigation results under type of investigation to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date, additional patient or event details were received which have been added in h11.